Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information: patient initials, date of birth, age at time of the event, concomitant medical products . The following sections were updated: a1, a2, b4, b5, d10, g3, g6,h1, h2, h10 medical product:650-1055, catalog #: cer bioloxd option hd 28mm, lot #:3087106 medical product: 51-104170, catalog #: tprlc 133 t1 pps ho 17x154mm, lot #:6883347 multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00531-1 the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: surgeon was about to implant the dual mobility head construct, two piece 28mm head with +6 sleeve. The head construct would not fill the trunnion of the stem. Trialled with a one piece head trial and the trial did fill the trunnion.

Event description:
It was reported, that: the surgeon was about to implant the dual mobility head construct, a two-piece 28mm head with a +6 sleeve. The head construct would not fill the trunnion of the stem. Trailed with a one-piece head trial and the trial did fill the trunnion. Patient outcome: no further information. Addi: 13 jan 2022. Dob: on (B)(6) 1958. Activity level: unknown. I need to know what stem was being used when this occurred? This could potentially be another complaint. Was it a zb stem? Do you have the part/lot number? The stem was a taperloc complete 17 high offset. Part number: 51-104170, lot: 6883347.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: a review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A review of complaint history identified 5 additional similar complaints about the reported item and no additional complaints about the reported item and lot combination. A visual inspection shows handling marks and light scratches in the adapter taper consistent with assembling with the hip stem. Otherwise, the head and the tapered adapter appear to be in good condition. A dimensional inspection shows the internal taper on the tapered adapter (item: 650-1068 lot: 3049624) which interfaces the hip stem taper to be conforming to the drawing specification. This device is used for treatment. A review of the associated product taperloc complete 17 high offset. Part number: 51-104170, lot: 6883347 shows it is a type 1 taper so is compatible with the tapered adapter 650-1068 / lot: 3063682. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed. DHR review did not identify any issues. The definitive root cause of this event cannot be determined with the available information; however, as the tapered adapter (item: 650-1068, lot: 3063682) is conforming to specification it is not related to the reported event. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00531-2 if any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: surgeon was about to implant the dual mobility head construct, two piece 28mm head with +6 sleeve. The head construct would not fill the trunnion of the stem. Trialled with a one piece head trial and the trial did fill the trunnion. Patient outcome: no further information.

Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00531. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: surgeon was about to implant the dual mobility head construct, two piece 28mm head with +6 sleeve. The head construct would not fill the trunnion of the stem. Trialled with a one piece head trial and the trial did fill the trunnion. Patient outcome: no further information.

Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00531. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.